Event description:
It was reported that a 375cc mentor memorygel breast implant was identified to be visually and tangibly empty prior to implantation surgery. The implant was underfilled and was not used in the surgery. There was no report of adverse event or patient consequence.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the correct date of event was on (B)(6) 2022. The implant was being implanted for primary breast augmentation.

Manufacturer narrative:
On june 3, 2022, an analysis of the suspect medical device's photo was completed: during the visual evaluation of the image provided, the implant has the appearance of being underfilled. According to the manufacturing investigation, the dimpled appearance is considered a cosmetic defect. Based on the information currently available, a product issue was identified during the investigation of the photo received. This product issue will be addressed through mentor¿s quality system.

Manufacturer narrative:
On june 24, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On july 14, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted dimensional and weight measurement of the returned device. Dimensional and weight measurement of the returned sample revealed that the siltex hpg, 375cc breast implant was within manufacturing specifications. Implant dimensions may vary slightly in products of this type. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.